Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a0902 - black screen a1102 - error message a110201 - issues during startup medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed the following error: "the system detected an issue during startup..." The system rebooted into the black screen with scrolling white text, and the site reported that on the screen, it read: "failed to start pulseaudio system server...". The manufacturing representative (rep) had not heard anything else from the site, but believed that after that point the rep likely switched out the system for another navigation system so they could begin the case. There was no patient involvement.

Manufacturer narrative:
H2 additional information: updated b5, section d, and img codes under additional codes. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764 computers, lot: product ID: 9735785 cable, lot: - img code g0200701 applies to the computer and g02004 applies to the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pulseaudio error was able to be duplicated on system boot. The manufacturer representative (rep) noted that system had been on for ~10 minutes and would not proceed past grub menu to navigation system login screen. The rep swapped the solid state drive (ssd) with another available navigation system - both systems booted as intended.